Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to having both gym class and weight training one after another, and that the issue was unrelated to the pump or supplies. Reportedly, the customer did not test, but felt bg level was low (below 70 mg/dl). To treat the low bg level, the customer consumed a snack. Recommendation was made to consult with health care provider regarding diabetes management.